Event description:
It was reported that a patient underwent a mammary procedure on (B)(6) 2022 and barbed suture was used. During the procedure, soon after putting the 1st stitch, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Patient condition? No further information is available. Lot number? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/19/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: visual analysis of the returned product revealed that one labeled winding former, a needle-suture piece, and two suture pieces product code sxpp1b113 were received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was to be damaged at the surface, and body fluids and the barbs were to be damaged at the tips. In addition, an end was cut and two ends were observed broken. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1b113 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Manufacturing records couldn¿t be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.